Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.